Manufacturer narrative:
The device failed the cassette test during the initial test confirming the customer complaint of an air problem. The device erred with an n231 proximal air code during testing. The event logs had no record of a distal air issue. The probable cause of the complaint is a defective app pwa and a defective pressure detector. The app pwa and the pressure detector was replaced and the mech was recalibrated. The device passed the cassette test, distal test, and protocol tests after repair and calibration. No notable physical damage was found during visual inspection. (B)(6).

Event description:
The event involved a plum 360 infusion pump that the customer reported air past the pump and never alarmed for air in line. The large air bubble was 4 inches past the pump moving towards the patient. The nurse caught the bubble prior to reaching the patient. There was patient involvement and no report of adverse event.